Event description:
On 15-mar-2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result of 4.6 on a 31 year old male patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Method, date, tested, pt (sec), inr, sample; I-stat, (B)(6) 2022, 10:49, 51.0, 4.6, a; lab, (B)(6) 2022, 11:57, 33.9, 2.8, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-jun-2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aj (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.